Manufacturer narrative:
The t:slim x2 g6 pump user guide states: "you tapped stop insulin in the options menu and insulin delivery has been stopped for more than 15 minutes." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a resume pump alarm occurred. Customer experienced an elevated blood glucose (bg) level and a manual injection was used to correct. Tandem technical support informed the customer regarding the causes of resume pump alarms; customer acknowledged information.